Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported the patient developed an infection and had endocarditis. During sterile preparation to remove the implantable cardioverter defibrillator (ICD) system, the patient experienced an allergic reaction to the anesthetic and is now deceased. The ICD system was not removed from the body.